Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2006, a postoperative computed tomography scan revealed aneurysmal sac enlargement and a possible endoleak. During the same month an endovascular reintervention was performed. The pt tolerated the procedure.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#042381020) was also implanted.